Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to the stomach during a laparoscopic sleeve procedure, the surgeon was unable to press the green button and squeeze the handle hence the device did not fire. The device was replaced to complete the case. There was no patient injury.